Manufacturer narrative:
Batch review performed on 11 june 2025. Lot 2347214: (B)(4) items manufactured and released on 04-apr-2024. Expiration date: 2029-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot 2315955: (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 2028-11-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came had pain due to shoulder instability and the cause is unknown. At about 1 year from the primary surgery the surgeon revised the metaphysis and liner. The surgery was completed successfully.